Event description:
Returned product received from foreign reporter with comment of "rotor stall". No further information on this event is available from the report source. Device is presently in alalysis at the manufacturer's facility.

Manufacturer narrative:
07/02/1998: h6- primary finding of device analysis revealed device failure due to motor gear corrosion.